Event description:
A facility reported a patient underwent shunt surgery with a hakim valve due to secondary hydrocephalus consequence of posterior fossa decompression. The patient underwent shunt surgery with chpv 2 weeks ago, with the initial pressure set at around 120 mm of h20. The outcome was uneventful post-surgery. However, last week, the patient advised to reset the pressure to 100 mm of h20 to increase the flow , there was no drain observed in the distal end. After injecting dye, no flow is observed; there is suspicion of shunt malfunction or obstruction, therefore, a revision surgery is planned. No additional information was provided after several attempts.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the ¿there is suspicion of shunt malfunction or obstruction¿ issue reported by the customer, could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: adverse event: uneventful post surgery. Product information: chpv - 823148.